Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to itself. On (B)(6) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began on an unknown date and time. On (B)(6) 2011 at 08:00am, the patient obtained allegedly high blood glucose results of '198mg/dl' and '97mg/dl' with the subject meter performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that he felt that both results were high but reportedly ate/drank less as changes to his diabetes management due to the readings. The patient reported that on (B)(6) 2011 at 10:00am, he became 'sweaty' which he associated with low blood glucose. The patient advised that he drank a glass of orange juice as treatment for the product issue and felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.